Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was feeling overstimulation/uncomfortable stimulation and that their legs were shaking. The patient had been seeing a power-on-reset (por) message on their programmer and recharger. The patient's nurse was able to clear por using the programmer, and the overstimulation stopped after turning the ins on and off. It was also reported that the patient's other ins was showing an end-of-service (eos) message. The manufacture representative was to meet with the patient and check the ins'. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reiterated that the por 0x400 and subsequent overstimulation occurred following a surgery the patient had. Impedances on contact 13 were >10,000 ohms. The rep reprogrammed to remove contact 13 but the patient could not feel stim. The rep was to try reprogramming at a later date. No further complications were reported.